Manufacturer narrative:
This report is submitted on december 01, 2022.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons (specific reason not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 1, 2022, was filed inadvertently. No device explantation or serious injury has occurred. This report is submitted on june 28, 2023.